Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Material# it was reported that the bd safetyglide¿ needle only, 25 g separated causing leakage. The following information was provided by the initial reporter: ahs optional report to cmdsnet (health canada): incident details: during administration, needle came dislodged partially from syringe. Needle was checked for secureness by twisting the needle on to the neck of the syringe. Was there any leakage due to the issue? Yes.